Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there were 61 stored episodes of noise reversions on the atrial lead. The lead would be monitored.